Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during use. The care giver (cg) informed the technical service representative (tsr) that the alarm occurred a night before. The tsr could not troubleshoot as the machine was not set up at the time of the call and therefore the cause of the alarm could not be determined. The tsr explained the alarm and advised the cg to contact when the alarm occurs for proper troubleshooting. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.